Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pump was intermittently unresponsive.